Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a catheter with signs of use shown in the form of blood and catheter tip that appears to be deformed. The complaint of a damaged catheter tip was able to be confirmed by the photo; however, the nature of the deformation cannot be confirmed based on the angle and resolution of the photo. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "[doctor] cleaned the skin, inserted the needle into the right subclavian vein, inserted the guidewire, removed the needle, used the dilator to dilate the tissue. He removed the dilator and started feeding the catheter over the wire into the insertion site when the catheter did not want to feed anymore, he tried to pull the catheter back and push it further without any success. He removed the catheter and realized the tip of the catheter is damaged. They opened another sa-16702 and inserted it over the guidewire without any issues." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. Review of the customer supplied image shows damage at the catheter tip. The customer also returned one two-lumen catheter for analysis. Sign of use, in the form of biological material, was observed within the catheter tip. Visual inspection identified severe cracking at the distal catheter tip, and the cracks were visibly open. Microscopic examination further revealed multiple cracks originating at the distal opening and extending circumferentially around the catheter tip. Visible surface damage was also observed at the catheter tip. No additional defects or anomalies were observed along the remainder of the returned catheter body. The overall length of the catheter body measured 215 mm, which is within the specification limits of 207 mm to 227 mm per catheter product drawing. The catheter body outer diameter measured 2.40 mm, which is within the specification limits of 2.36 mm to 2.46 mm per catheter extrusion product drawing. Measurement of the inner diameter was not performed due to severe cracking at the catheter tip, including visibly open cracks. The catheter was functionally tested per the instructions for use (IFU). The IFU states, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The catheter was connected to a lab inventory syringe. Both distal and proximal extension lines flushed as intended. No leaks or blocks were observed. A lab inventory guide wire (outer diameter measured 0.80mm) was inserted through the distal tip. No resistance was encountered as the guide wire passed completely through the catheter body. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, " do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The complaint of catheter tip damage was confirmed through investigation of the returned sample. Visual and microscopic inspection identified severe cracking at the distal catheter tip, including visibly open cracks with associated surface damage. The observed damage is not consistent with normal catheter advancement. While severe cracking may occur under advancement over an oversized guidewire, the customer did not report resistance or difficulty during placement. Based on the condition of the returned sample and the information available, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "[doctor] cleaned the skin, inserted the needle into the right subclavian vein, inserted the guidewire, removed the needle, used the dilator to dilate the tissue. He removed the dilator and started feeding the catheter over the wire into the insertion site when the catheter did not want to feed anymore, he tried to pull the catheter back and push it further without any success. He removed the catheter and realized the tip of the catheter is damaged. They opened another sa-16702 and inserted it over the guidewire without any issues." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "[doctor] cleaned the skin, inserted the needle into the right subclavian vein, inserted the guidewire, removed the needle, used the dilator to dilate the tissue. He removed the dilator and started feeding the catheter over the wire into the insertion site when the catheter did not want to feed anymore, he tried to pull the catheter back and push it further without any success. He removed the catheter and realized the tip of the catheter is damaged. They opened another sa-16702 and inserted it over the guidewire without any issues." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)